Event description:
It was reported that high threshold and low sensing were observed. The sense/pace portion of the lead was capped. Defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.